Event description:
It was reported the patient presented to the hospital after a syncopal episode. Interrogation revealed the right ventricular lead was oversensing noise triggering pacing inhibition. Programming changes were implemented. The patient was recovering.